Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. The customer's complaint of having difficulty loading a cartridge was verified. The occlusion sensor was inoperable. The damage to the occlusion sensor is consistent with the device experiencing a sharp impact. The pump history was downloaded and analyzed, several alerts were noted on the day of the event.

Event description:
Information was received that reported a patient had been hospitalized sometime in may of 2006 due to diabetic ketoacidosis. The reporter believes the device is not working correctly and has had difficulty with the loading process.